Event description:
It was reported via clinic notes that a patient was experiencing an increase in seizures due to a combination of the patient's high energy and suspected to be due to the patient's generator being at a low battery status. The clinic notes stated that the device was interrogated and diagnostics were performed with no indication of a device malfunction noted on (B)(6) 2016. The patient's settings were at therapeutic levels. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
The initial report inadvertently reported conclusion code.

Event description:
The patient's generator was replaced on (B)(6) 2016 reportedly due to battery depletion. Post-op diagnostics were within normal limits. The explanted generator has not been returned to the manufacturer to date.